Event description:
It has been reported that the device became unresponsive upon exiting the main blue screen. The screen then turns black and will not turn off unless the battery is pulled from the device. The green led power on button lights intermittently. This device behavior was noted during routine checks and not while in use with a patient.